Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. The internal wire was not exposed. No signs of thermal damage were observed. There is obvious damage to the conductor wire. One of the conductor wires was found broken inside the housing at the proximal end.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm fenestrated bipolar forceps instrument did not deliver energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There were no signs of thermal damage at the site of insulation damage. There was no instrument collision. There were no problems removing the instrument through the cannula. There are no videos/images of the procedure available for isi review.